Event description:
Patient suggest that the device is alerting multiple times a day suggesting that the device may be alerting four times a day this is potentially indicative of a rv lead issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).